Event description:
A customer reported a tandem mobi cartridge alarm. There was no adverse impact to the customer¿s blood glucose level. The issue was confirmed to have occurred a couple of days prior, and the customer independently changed the cartridge and resumed insulin deliveries. Technical support confirmed the alarm occurrence and instructed the customer to follow up if the issue recurred. The customer understood, and no further assistance was needed. The issue was resolved.